Event description:
It was reported that during a ptca treatment procedure the maverick over-the-wire 20/3.0 mm balloon ruptured at 18 atms on the second inflation. The first inflation was to 8 atms for 15 seconds. It was further reported that the rupture caused the distal tip of the maverick over-the-wire balloon catheter to detach. It was later found inside the guide catheter. The radiopaque markers were also seen inside the guide catheter. The pt remained asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the mid circumflex coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access, then a .014 inch iq 300 cm guidewire and a cls 3.5 wiseguide guide catheter to cross the lesion. All portions of the maverick over-the-wire balloon were retrieved using a deep throat guide catheter. Another balloon was used to successfully complete the procedure. No pt injuries of complications were reported. Pt status is reported as 'stable'.